Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device has guidewire detachment due to rotational wear in the middle of the device 134.2cm from the distal tip. The overall length could not be measured due to the device condition (wire broken in the middle of the device). The outer diameter (od) of the distal tip and the middle of the device near the broken section are within specification. The od of proximal section couldn't be measured due to the device condition (wire broken in the middle of the device). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During testing for the procedure outside of the patient, it was noted that the wire was fractured. The rotawire was removed directly and there was no an intervention needed. The procedure was completed with another wire. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During testing for the procedure outside of the patient, it was noted that the wire was fractured. The rotawire was removed directly and there was no an intervention needed. The procedure was completed with another wire. No patient complications reported and patient's status was stable.